Event description:
A customer reported receiving a signal loss alarm with the adc device. Due to this issue, customer was unable to receive glucose alarms and experienced a loss of consciousness. The customer was taken to the hospital where they were treated with glucose via IV for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Signal alarm was observed to be switched off in the reader alarm settings. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) graph was performed. Signal loss alarms were not observed when the rssi signal was low or not present. Activated known good sensor with the returned reader and a linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the known good sensor and returned reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with the reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed to use due to the signal alarm was switch off in the reader alarm settings. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported receiving a signal loss alarm with the adc device. Due to this issue, customer was unable to receive glucose alarms and experienced a loss of consciousness. The customer was taken to the hospital where they were treated with glucose via IV for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.